Event description:
Patient experienced 2nd degree burns during shoulder surgery. Settings used were 7 which is the default. Using whirlwind wand. Sales rep stated that the burns came from the fluid dripping from the cannula and running down the patient's shoulder. The staff just lets the fluid drip from the cannula rather than hooking up tubing and dripping into a bag. The warnings section of the probe IFU states that ensure adequate flow and circulation of saline to prevent unnecessary heating of the solution that may result in tissue damage.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. Product was not returned for evaluation. (B)(4).